Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The reload was received with the interlock engaged and the knife blade secured inside the interlock. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing of colectomy end to end anastomosis, they handed the device to the surgeon ,however the white safety shield was functional and the surgeon could not close the device. They did not remove the yellow shipping wedge from the cartridge ,when they connected the cartridge to the instrument. They did not close the instrument when they handed it to the surgeon. The surgeon did not close the instrument before clamping the tissue. During the surgery the surgeon approached to the tissue, noticed white safety shield was functional. There was no patient injury.